Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) displayed a warning message that indicated a malfunction may have occurred. Afterward, brady and tachy therapy were not available. The ICD was removed and replaced.